Manufacturer narrative:
(B)(4). Sample is not available. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding an unrelated alarm. During the conversation, the hp reported discomfort during drain which her nurse was aware of. The hp also reported having an infection they that may be peritonitis but she was not sure. On (B)(6) 2012, gpv conducted follow-up with the patient and the peritoneal dialysis registered nurse (pdrn) regarding the reported events. The following information was obtained from the patient: on an unknown date in (B)(6) 2011, the patient began peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced abdominal discomfort, fever of 100 degrees fahrenheit and cloudy pd effluent. In (B)(6) 2012, a pd effluent sample was analyzed and intraperitoneal (ip) antibiotic therapy was initiated (type, dose and frequency unknown). At the time of this report, the events of abdominal discomfort, fever of 100 degrees fahrenheit and cloudy pd effluent were ongoing and improved. The patient remained on pd therapy. Per the patient, the events of abdominal discomfort, fever of 100 degrees fahrenheit, and cloudy pd effluent were not related to any baxter products. The cause of cloudy pd effluent was unknown, but retraining was performed. The following information was obtained from the pdrn: in (B)(6) 2012, the pd effluent sample was analyzed at the clinic and intraperitoneal (ip) vancomycin 2 gm q 5 days was initiated on the same day. At the time of this report, the events of abdominal discomfort, fever of 100 degrees fahrenheit, and cloudy pd effluent were ongoing and improved. The patient remained on pd therapy. Per the nurse, the events of abdominal discomfort, fever of 100 degrees fahrenheit, and cloudy pd effluent were not related to any baxter products. The cause of cloudy pd effluent was unknown, but retraining was performed.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h11h09050 with no issues noted during the manufacturing process. There were no deviations from standard procedure.